Manufacturer narrative:
Pt outcome was not provided by reporter. (B)(4): incomplete component deployment is addressed in the IFU. Event is currently under investigation.

Event description:
A pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The physician relined an external iliac artery with a zenith flex aaa endovascular graft iliac leg. After deployment, he was bringing the tip back through and it got stuck in the 5th stent down. It wedged itself in place to where he couldn't press forward or backwards. He tried many things to get it unstuck but nothing worked. He eventually had to cut the iliac and cut the distal sealing stent to get the graft to fully deploy. After this, the case went as planned but it was a major concern that no one could figure out why stent didn't deploy. Pt outcome not provided by reporter.